Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14541, 3005099803-2013-14549 and 3005099803-2013-14550 for the other associated device information. It was reported to boston scientific corporation that three jagwire guidewires were used during a choledocotiasis procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the distal tip of the first guidewire detached exposing the metal core wire tip. Two more jagwires were attempted to be used, however, the distal tip of each guidewire also detached exposing the metal core wire tip. It was also reported that the ptfe coating of the three guidewires also peeled and no part of the guidewires detached inside the patient. The procedure was completed with a fourth jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.